Manufacturer narrative:
An event of pvl and incomplete cooptation of leaflets after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Due to limited information available, the cause of the reported events could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported pvl occurred. The reported surgical intervention was due to valve removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent heart valve with flex cuff was successfully implanted in a patient. On 12 june 2025, it was noted that there was perivalvular leakage (pvl) of the valve and that the leaflets were not opening entirely. On (B)(6) 2025, the patient was scheduled to undergo an aortic valve replacement and sternal reconstruction.